Manufacturer narrative:
There were no alarms on the last calibration performed on 20-mar-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample clotting time may be shorter than recommended by the sample tube manufacturer. The sample centrifugation time may be longer than recommended by the sample tube manufacturer. Upon review of the alarm trace, abnormal probe aspiration alarms occurred on the day of the event near the time the sample was processed. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field UDI number: (B)(4). Medwatch field phone number was provided as (B)(6). Medwatch field fax number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The sample initially resulted in an hcg + beta value of < 0.100 miu/ml accompanied by a data flag. The initial value was reported outside of the laboratory and questioned by the patient's doctor since the patient was pregnant. The sample was repeated, resulting with a value of > 10000 miu/ml accompanied by a data flag. The hcg + beta reagent lot number was 47048900, with an expiration date of 30-sep-2021.